Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event after administering insulin and then walking dogs, with the user noting too much insulin before activity and that they do not pause insulin flow during exercise; the event was managed with oral glucose, and the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.